Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient developed an infection that originated in the device pocket. The field representative confirmed none of the boston scientific products caused the infection. The patient had been picking at his pocket. The patient was given both intravenous antibiotics and local antibiotics. Blood cultures were taken, but the field representative did not know the results. Vegetation was found in the pocket, but not on the leads. The leads were explanted. No additional adverse patient effects were reported.